Manufacturer narrative:
The insulin pump was not received stuck in manufacturing mode. However the insulin pump was received with missing retainer. Unable to perform displacement test due to missing retainer. The insulin pump was received with missing reservoir tube o-ring, partially broken off reservoir tube lip, scratched casing, minor scratches on lcd window, scratches/dents on display window cover, pillowing keypad overlay and cracked case on battery tube area.

Event description:
The customer was reported that, the insulin pump was damaged. The blood glucose was unknown at the time of the incident. The reservoir was able to lock in place when inserted into pump. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.